Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be determined. No variation from the instructions for use were confirmed. Therefore, a further cause could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the nozzle was not deformed, but the foreign materials found by the engineer could not be identified or removed. Additional findings included the metal contacts were dirty, the light guide tube was damaged, the protector was damaged, and the switches were swelled. The insertion tube was wrinkled in many places and the root part of the insertion tube was wrinkled and bent, the bending cover was dirty, the scope identification was not displayed, and the light guide lend was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera elite bronchovideoscope, the nozzle was clogged. The issue was found at reprocessing, and there was no procedure or patient involvement. The device was returned and evaluated, and foreign materials were found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.